Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year-old hispanic female patient underwent a breast augmentation with two 400cc mentor memorygel breast implants and experienced generalized illness symptoms including breast pain, depression, insomnia, and anxiety post-operatively. The patient mentioned that the left side is ¿fallen¿, and her symptoms were mild. The patient felt like there is ¿balls¿ inside her breast. The patient right side had capsular contracture (baker grade unknown). She mentioned that the right side is high and hard as a rock; she has a sensation feeling like there is a foreign object that doesn't belong to the body. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side device.

Manufacturer narrative:
On march 05, 2025, mentor received additional information regarding the patient's replacement device. It was reported that the patient's replacement device was a 535cc mentor memorygel breast implant (catalog number 3505535bc) with serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 22, 2024, mentor received additional information reporting that the patient was to undergo device explantation on (B)(6) 2025. Section d6b. Explantation date: (B)(6) 2025. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness and breast mass. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 03, 2025, mentor received additional information reporting that the patient's device date of explantation was (B)(6) 2025. Section d6b. Has been updated to reflect this additional information. Manufacturer¿s reference number: (B)(4).